Event description:
Information was received from a patient. It was reported that the patient was having trouble with charging their implantable neurostimulator (ins). The patient requested adhesive discs and stated that it was sometimes hard to find the right spot. It was unknown when the issue started as the patient stated that it had always been that way. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.